Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2196 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refv2196) have been reported from the same facility.

Event description:
It was reported via investigation "stylet wire was bent/kinked coming out of the package." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint a kinked 3cg stylet is confirmed but exact cause remains unknown. One 3cg stylet assembly was returned for evaluation. The product sticker label indicates lot: refv2196. A kink in the polyimide tubing was visible 5.8 cm from the distal tip of the stylet. Microscopic observation of the kink location revealed the polyimide tubing to be compressed and bent. No fractures or breaks in the tubing were noted. The polyimide tubing was cut distal to the kink location in order to measure the tubing wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include damage during handling and advancement or retraction against resistance. Since a kink in the stylet was found to be present, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via investigation "stylet wire was bent/kinked coming out of the package." No other information was provided.